Manufacturer narrative:
Clinical investigation: the cause of the patient¿s heart attack that led to fatal outcome cannot be determined with the information at hand. However, there is no documentation indicating a causal association between any fresenius products and the patient¿s diarrhea, nausea, vomiting, uremia and subsequent heart attack with fatal outcome. Moreover, there have been no reported allegations of a fresenius device malfunction or product deficiency associated with the patient¿s adverse events. It was reported the patient¿s health status was declining prior to expiration which is likely confounding factor. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2018, this patient on continuous cycling peritoneal dialysis at home was hospitalized for chronic diarrhea, nausea and vomiting (reportedly related to uremia). Reportedly, the patient¿s health status was declining and the patient¿s symptoms were ongoing in the month of may. Details surrounding the patient¿s hospitalization course are unknown. However, it was reported the patient was receiving hemodialysis during hospital course (unknown product/treatment details). Subsequently, on (B)(6) 2018 the patient suffered a heart attack which led to fatal outcome. Details surrounding events leading up to and during the patient¿s heart attack with subsequent death are unknown. The peritoneal dialysis nurse reported the patient¿s heart attack and death events were not related to peritoneal dialysis therapy and indicated the patient¿s health status was declining. There were no allegations of any fresenius hemodialysis products associated with the patient¿s death. Additional information was solicited, but unavailable.